Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle hub separated during use. The following information was provided by the initial reporter: material no. 328468 batch no. 9287788. It was reported that the needle hub was removed when the shield was removed.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/22/2020. H.6. Investigation: customer returned (1) loose 1/2cc syringe. Customer states that the needle hub was removed when the shield was removed. The syringe was returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9287788. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200852357, 200852361] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: the needle assembly press station was out of adjustment. L2l dispatch #81469 was created for high shield pull. Corrective action: cleaned the dial. H3 other text : see h.10.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle hub separated during use. The following information was provided by the initial reporter: material no. 328468 batch no. 9287788. It was reported that the needle hub was removed when the shield was removed.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 22 april 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9287788. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200852357, 200852361] noted that did not pertain to the complaint.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle hub separated during use. The following information was provided by the initial reporter: material no. 328468 batch no. 9287788. It was reported that the needle hub was removed when the shield was removed.